Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the faradrive steerable sheath clear was selected for use. When introducing the sheath to the patient and aspirating the sheath, air was observed. It was suspected that the valve was leaking after insertion of the device. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the faradrive steerable sheath clear was selected for use. When introducing the sheath to the patient and aspirating the sheath, air was observed. It was suspected that the valve was leaking after insertion of the device. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection found the external and internal hemostatic valves had tears by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.